Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure: whipple. According to the reporter: ta9035s was loaded with ta9048l reload and fired. No staples deployed after correct firing sequence. Yellow tabs were visible after firing, however, no staples were fired or entered the patient's anatomy. Second ta9048l was loaded and fired. At this time the white firing mechanism used to push the staples through the reload popped out of the reload and caused the reload and stapler to bend. No device fragment fell into the patient's cavity. The stapler applied pressure and compression to the patient's stomach, causing bruising. However, no staples were deployed and no yellow tabs were visible. The surgeon used a comparable competitive product and has changed their preference card as a result of this case. There was irreversible tissue damage as a result of this problem (visible bruising to the patient's tissue). Surgery time was delayed by more than 30 minutes. No reinforcement material was used. Current patient status: in patient.